Manufacturer narrative:
Additional FDA product codes include: dqo - catheter, intravascular, diagnostic. Dqe - catheter, oximeter, fiberoptic. Kra - catheter, continuous flush. Dqk - computer, diagnostic, programmable. Drs - transducer, blood-pressure, extravascular. Dsb - plethysmograph, impedance. Dxn - system, measurement, blood-pressure, non-invasive. Qaq - adjunctive predictive cardiovascular indicator. One model 831f75 catheter with monoject limited volume syringe, non-edwards contamination shield and introducer were returned for evaluation. The customer report of stopped being able to take temperatures was confirmed. After connecting catheter to lab hemosphere monitor, temperature reading was unstable and disappeared from the monitor intermittently. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. Cut down was performed on the thermistor connector. Insulation of the leadwires near the solders was removed and created short condition between the two leadwires. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. The device history record review cannot be completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process 100% of the units undergo an electrical test and quality visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that after use of the pa catheter for 24 hours it stopped providing temperature values. The user changed cables and modules to try to fix the issue however that did not work. The catheter was removed after two days. There was no patient injury.